Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was experiencing pain at the pocket site. The patient underwent a revision procedure wherein the pocket was relocated and the ipg was replaced with an MRI compatible. The patient was doing well postoperatively. The explanted ipg was not returned.